Event description:
It was reported to philips that the device had a defib op check failure. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty therapy pca and/or capacitor. The therapy pca and capacitor were replaced to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.